Manufacturer narrative:
D10 concomitant medical product: 030458 endo gia r/or 60 3.5mm (lot#: t4b076x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, an ultrasonic scalpel was used to cut open the anterior wall of the stomach to expose the tumor. The doctor used the cutting stapler and disposable reload for endoscopy in a standardized manner. The reload clamp was not closed tightly, the tissue slid forward when fired, and the staples were deformed, resulting in anastomosis failure and tissue bleeding. Local hemostasis was performed immediately, the patient's vital signs were monitored more closely during the operation, and another stapler was replaced to continue the operation.